Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's active exhalation control module was replaced to address the issues. The active exhalation control module was returned to the manufacturer's product investigation laboratory for further evaluation. The cause of the active exhalation control module failure is due to the solenoid valve being stuck open, due to contamination.